Event description:
It was initially reported, the patient had a lead revision (see manufacturer's report# 3004209178-2013-02992) and then had a spinal headache for many days. Additional information received the day of report reported, the patient's spinal headache was treated with a blood patch and it had resolved. The date the blood patch was performed was not provided.

Manufacturer narrative:
Product ID, 3777-75 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead; product ID, 37752 lot# serial# (B)(4), product type recharger; product ID, 37743 lot# serial# (B)(4), product type programmer, patient; product ID, 3777-75 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).